Event description:
The legal complaint states the individual's death resulted from becoming hypersensitive to latex due to the exposure and wearing of lates medical gloves used in the performance of her job duties.